Event description:
The manufacturer received information that a trilogy evo ventilator was reported to have a ventilator service required alarm occur when the device was powered on. There was no patient involvement, and no harm or injury reported. On device evaluation, the device failed active exhalation verification testing during final test. The 3-way solenoid valve was replaced to address this issue. The device passed final testing and was confirmed to operate properly. Additional findings not related to the malfunction/issue: a ventilator service required alarm was not duplicated on an operational check. Review of the device error log revealed error code e-217 indicating the proximal pressure sensor detected a negative value. The cause of the issue was not identified by any other investigations. Therefore, system printed circuit board assembly was replaced to prevent recurrence.

Manufacturer narrative:
The reported failure of active exhalation verification testing is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.